Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, the patient was transported by a rescue squad to cape fear valley central harnett hospital due to diabetic ketoacidosis (dka) and loss of consciousness by that time. The patient reported that she was admitted to the intensive care unit (ICU) after entering a coma. The blood glucose level was approximately 800 mg/dl upon evaluation at the hospital. During her hospitalization, she received insulin (IV) and antibiotic (IV) medication. She was discharged on (B)(6)2026. The patient reported limited recollection of events during her hospital stay due to her comatose state. At present, the patient reports being in stable condition. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.